Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID rfx072-115-08mp (lot: b566197); product type: ; implant date n/a; explant date n/a product ID fg15150-0615-1s (lot: 226845529); product type: ; implant date n/a; explant date n/a product ID ped-425-25 (lot: unknown); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the navien catheter encountered difficult navigation and resistance, the phenom catheter encountered catheter resistance and the pipeline encountered resistance. The patient was undergoing blood flow-directed dense mesh stent implantation for treatment of a saccular, unruptured aneurysm in the right internal carotid artery ophthalmic artery segment with a max diameter of 8.7 mm and a 7.3 mm neck diameter. Landing zone: distal: 3.2 mm and proximal" 4.2 mm. The accessed vessel was the radial artery with a diameter of 8 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The pru level was normal value range. The angiographic result post procedure was normal, patient was healthy. It was reported that angiography revealed a wide-necked aneurysm in the right ophthalmic artery segment, and neurointervention and blood flow-guided dense mesh stent implantation were planned. The right radial artery was punctured and punctured the terumo thin-walled sheath 16cm. The 0.035-inch loach guide wire led the 125cm multifunctional angiography catheter with the 6f 115cm navien in place, passed through the aortic arch, and successfully reached the right cavernous sinus segment near the posterior curve. The sychro2 0.014-inch guide wire led the phenom27 to the ipsilateral middle cerebral artery m2. According to the 3d angiography rotation measurement of the aneurysm size and the proximal and distal diameters of the aneurysm-bearing artery, ped-400-25 was finally selected. The stent was fully hydrated. The stent was successfully delivered to the posterior flexure of the cavernous sinus segment, but when continuing to deliver the ped, it was found that the resistance was particularly large. Navien wanted to continue to go upper along with phenom27 to provide better support to solve the problem of difficult ped delivery, but navien could not go upper. When navien went upper, navien would herniate into the aorta due to the lack of support for the aortic arch. There was no choice but to continue pushing the ped, but the resistance was still so great that it was impossible to continue to deliver it to a distant place. Continued to increase the force, the ped was barely delivered to the distance, but the resistance was still very large. However, if the ped was not delivered forcefully, the stent could not be deployed and the aneurysm could not be covered. The only way was to operate with force. However, due to the large resistance, the stent no longer moved forward when the ped push rod was delivered. It was suspected that the ped and the push guide wire resolute dislodgement, or the inner wall of the phenom27 was damaged and the resistance increased. In the end, there was no way but to withdraw the ped, phenom27, and navien from the body as a whole. Then replaced the intermediate catheter tethys 6f 115cm from jiaqi company. Then used a 0.035-inch loach guide wire to carry the 125cm multifunctional ang iography tube with tethys and smoothly reached the ophthalmic artery segment, providing better support. Opened another phenom27 and continued the previous operation to successfully reach m2. Replaced a ped-425-25. Although there was still resistance during the delivery, it could at least be delivered to the right place. Then performed the conventional ped operation, opened the tip end, deployed the middle section, and deployed the proximal section, and the surgery was successfully completed. It was reported there was catheter resistance in the distal section of the navien catheter. It was reported difficult navigation occurred with the navien catheter. It was reported there was friction during delivery of the catheter. The phenom catheter encountered resistance in the middle section. It was reported the pipeline was stuck (locked up) in the catheter or resistance occurred in the distal section of the catheter. The catheter was flushed continuously with heparinized saline. The pipeline did become stuck in the distal section during delivery. The physician did release the load (slack) in the system in an attempt to resolve the issue. It did not resolve the issue. The pushwire was not damaged. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a terumo 6f short sheath, synchro 2 0.014 in 200 cm guidewire, 125 cm multifunctional angiography tube.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there were not multiple pipeline devices being used when movement occurred, the first one was removed from the body and replaced with ped-425-25. The operation was successfully completed and one device was actually implanted. The new pipeline was implanted at the intended location.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device and phenom 27 returned for analysis within shipping box; and within a plastic bio-pouch. The pushwire was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex were found fully opened and damaged. No flash or voids molded were observed in the hub. Testing/analysis: the mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex and phenom 27 were confirmed to have resistance. The pipeline flex braid and phenom 27 catheter were found to be damaged. From the damages seen on the pipeline flex braid (fraying), and catheter body (accordioning); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. It is possible that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.